Event description:
Procedure type: esophageal diverticulectomy. According to the reporter: there were no concerns about the function of the stapler during the procedure. The following day the surgeon obtained a routine barium swallow to confirm the repair was intact, and extravagation of barium from the esophagus was noted. No staples were noted on the x-ray. The patient was returned to the operating room for repair of the esophageal leak, and during surgery only 2 staples were found along the entire wound edge. Current patient status was reported as still in the hospital with a neck drain. The device was discarded by the customer after use.

Manufacturer narrative:
(B)(4).